Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient took no actions due to this meter issue. The patient manages her diabetes with set doses of insulin. Three days afterwards, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k001109.